Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured after the case during cleaning. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that the returned tasp exhibits signs of repeated use and is fractured on the medial and lateral side of the post. The post was also fractured off, all pieces were returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.